Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) had alarmed / alerted. The patient had carried a laptop containing a magnet over their device and it beeped. The device remains in use. No patient complications have been reported as a result of this event.